Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6): initial inratio inr = 2.1, (B)(6): repeat inratio inr = 4.9. Time between testing: one day. On (B)(6): initial = 2.8; 1st repeat = 4.1; 2nd repeat = 5.0. Time between testing: 1st repeat was done one hour after the initial test; 2nd repeat was performed 30 minutes after the first repeat test. Therapeutic range 3.5 - 4.0. Patient self tester has been off coumadin since (B)(6) due to lab result (no actual result provided). She will restart coumadin on (B)(6). Takes coumadin at night; last dose of lovenox 60mg taken on (B)(6).

Manufacturer narrative:
Investigation pending.